Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the clip detached from one leaflet and recurrent mr. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted however after deployment of the third clip, it detached from one leaflet (single leaflet device attachment (slda)). A fourth clip was implanted to stabilize the slda clip, reducing mr to 1. One day post procedure it was noted two of the clips had detached from the posterior leaflet and the mr increased to 4. No treatment was planned at the moment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported slda could not be determined. The reported mr is a cascading effect of the reported incomplete coaptation. The reported effect of mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. Additionally, the imaging provided by the account were further reviewed by an abbott staff engineer. The reviewer noted: one (1) echocardiographic video was provided. The video is a transgastric short-axis view in which the two central clips can be visualized attached to a single leaflet (slda) made evident by the significant movement of both leaflets during the cardiac cycle. Notably, the mitral valve creates a single orifice during diastole indicating that the 2 central clips are no longer coapting the leaflets together to create a double orifice. Based on this video, the reported slda of the 2 central clips is confirmed. There is no indication of product issue with respect to manufacture, design, or labeling.